Event description:
Per the clinic, the internal magnet became dislodged, subsequent to an MRI that was performed with the magnet still in place. It is unknown if there are plans to perform revision surgery to replace the magnet as of the date of this report, april 16th, 2012.

Manufacturer narrative:
Per the clinic, the issue is resolved and the patient resumed use of the device. Date and details about procedure were not reported. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.